Event description:
Edwards received information that this aortic bioprosthetic heart valve was explanted after an implant duration of nine (9) years, one (1) months due to prosthetic aortic valve stenosis with insufficiency. At explant, it was observed moderately calcified and the noncoronary leaflet was very thickened and rigid. This was replaced with a 23mm tissue valve. An intraaortic balloon pump was placed and hemostasis gradually improved.

Manufacturer narrative:
(B)(4). Evaluation summary: the explanted device was returned to edwards for analysis. As received, the valve had approximately 95% of all three (3) leaflets cut out; these cut sections were not returned with the device. The cuts on the leaflets appeared smooth and straight. Minimal to heavy host tissue overgrowth encroached onto the tissue and into the orifice on the inflow and outflow aspect of a leaflet. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Incidental findings: the x-ray demonstrated wireform distortion between two (2) commissures. There was one white suture left on the sewing ring near a commissure. The clinical report of thickened and calcified leaflets could not be confirmed due to the condition of the valve. At this time, edwards is unable to determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. Reference MFR #2015691-2015-01242.